Event description:
This patient's venous stent that was placed in his left common iliac vein back on [redacted date] has embolized and has now migrated into the tricuspid valve. This was discovered on a tte the patient had on [redacted date]. This patient will now need cardiac surgery to remove the stent. Manufacturer response for stent wire guide self-expanding stent venous 16mmx60mmx120cm zilver - s000 - log2172162, stent wire guide self-expanding stent venous 16mmx60mmx120cm zilver - s000 - log2172162 (per site reporter) unknown.